Manufacturer narrative:
Clarification d.6a: partial date of implant 2007.

Event description:
Later healthcare professional reported right side "rupture" confirmed via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data:b.3, b.5.

Event description:
Later, healthcare professional reported capsular contracture baker grade ii/iii.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade unknown. Later, healthcare professional reported capsular contracture baker grade ii/iii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d9, g2, h3, h4, h6.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade unknown. Later, healthcare professional reported capsular contracture baker grade ii/iii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, d.6b, h.6.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for an unknown side. Device remains implanted.